Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: 1) anterior lumbar discectomy, l4-5, decompression spinal canal. Anterior lumbar fusion, l4-5. Placement anterior fusion cage, depuy acromed cougar with bmp at l4-5. Anterior lumbar discectomy, l3-4. Anterior lumbar fusion, l3-4. Anterior placement anterior fusion cage, depuy acromed cougar with bmp, l3-4. Anterior lumbar discectomy, l2-3, with decompression spinal canal. Anterior lumbar fusion, l2-3. Anterior lumbar placement anterior fusion cage, depuy acromed cougar with bmp, l2-3. Preoperative diagnosis: lumbar instability, l2-3, l3-4, scoliosis, l2-3, l4-5, spinal stenosis, l2-3, l3-4, l4-5. As per op notes: ¿an appropriate size cage was trialed and then, filled with bmp, this was then impacted into position with an excellent rigid fixation.¿ on (B)(6) 2008 the patient underwent: decompression laminectomy, bilateral nerve exploration, excision posterior osteophytes, from l3 to s1. Posterior spinal fusion, l2 to l3 to l4 to l5 to s1. Placement posterior segmental fixation, depuy acromed pedicle screws, l2, l3, l4, l5, s1. Anterior fusion through posterior approach, l5-s1. Placement anterior fusion cage, depuy acromed leopard with bmp, l5-s1. Use of allograft bone fro fusion. Preoperative diagnosis: scoliosis, l2 to sacrum. Spinal stenosis, l3 to the sacrum, lumbar instability, l2 to the sacrum. As per op notes: ¿the disc space was trialed for an appropriate size depuy acromed cage. The cage was chosen. Free bmp was placed into the disc space and bmp was then impacted into position with an excellent rigid fixation. Rods were then bent into position and used to bolt the screws together.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.